Event description:
Complainant alleged that during training by a zoll medical sales representative the device was unable to adjust pacer rate. Complainant indicated there was no pt involvement in the reported malfunction.